Event description:
It was reported that while using the bd maxzero¿ needle-free valve it was difficult to flush fluid. The following was recieved from the initial reporter: verbatim: this report is about malfunction of the product. It was impossible/difficult to push and pull a syringe. The syringe was connected to the product and attempted to flush the fluid but could not be pushed because resistance was felt. The syringe was pulled but could not be done because resistance was felt. The product was replaced with a new one. The patient requested to know if there had been any reports of similar events.

Manufacturer narrative:
Investigation summary a mz1000 sample was not available for investigation; furthermore, the lot number of the complaint sample was reported unknown. The feedback provided by the customer suggests a complete occlusion was detected during use of the maxzero device in connection with an unknown syringe, with no fluid able to be injected or aspirated. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that while using the bd maxzero¿ needle-free valve it was difficult to flush fluid. The following was received from the initial reporter: verbatim: this report is about malfunction of the product. It was impossible/difficult to push and pull a syringe. The syringe was connected to the product and attempted to flush the fluid but could not be pushed because resistance was felt. The syringe was pulled but could not be done because resistance was felt. The product was replaced with a new one. The patient requested to know if there had been any reports of similar events.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: a mz1000 sample was not available for investigation; furthermore, the lot number of the complaint sample was reported unknown. The feedback provided by the customer suggests a complete occlusion was detected during use of the maxzero device in connection with an unknown syringe, with no fluid able to be injected or aspirated. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product in the past 12 months. H3 other text: see h.10.